Manufacturer narrative:
Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation: yes, returned to manufacturer on 04/14/2025 section h3: device evaluated by manufacturer: yes. Device evaluation: one (1) opened patient interface received within original packaging confirming the reported lot number on tyvek lid. A visual inspection of the returned product reveals smears on the lens. The reported issue is confirmed. Functional testing was performed and the result was found within specifications. The reported foreign material issue is confirmed. Due to the opened condition of the returned product, how and when the observed foreign material was introduced cannot be determined. It cannot be ruled out that the observed foreign material could have been introduced as a result of product use. Therefore, product malfunction and deficiency cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1 telephone number: (B)(6) the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was smears/suction issue with the patient interface. The customer did not know if the smears was discovered prior or after patient contact or if the suction issue occurred prior or after laser firing therefore, conservatively reporting. No additional information was provided.